Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported a check valve failure. A secondary antibiotic infusion was hung, attached to the primary of normal saline (rate 100ml/hr) and when the roller clamp on the secondary set was opened, the user reported the secondary "free flowed". The user observed the fluid level in the drip chamber of the primary set rise. The secondary infusion was stopped immediately, the primary tubing was replaced and the infusion was restarted without incident. No patient harm was reported and no medical intervention was required. Although requested, no additional patient or event information available.